Manufacturer narrative:
The investigation determined the event was due to the issue identified by the field service representative (fsr). Abnormal black deposits (unknown material) blocked the valve. After replacing the valve the issue was resolved.

Event description:
The initial reporter questioned the results of multiple patient samples tested for multiple assays on a cobas pro c 503 analytical unit. An example of discrepant results was provided for 1 patient sample tested for calcium. The initial result was 0.86 (unit of measure not provided). The repeat result was 2.34. The initial result was reported outside of the laboratory. The repeat result was believed to be correct and was provided upon completion of repeat testing. The calcium reagent lot number and expiration date were not provided.

Manufacturer narrative:
The field service representative (fsr) found that there was an overflow of the rinse station onto the cuvettes due to a vacuum issue. The fsr replaced a valve and the issue was resolved. The instrument was operating within specification. The investigation is ongoing.